Event description:
It was reported that the patient went to school without the ilet device and later received it from a family member, and education was provided on keeping the device with the patient at school; no alarms occurred and blood glucose was not affected. Symptoms included no reported clinical effects. Outcomes included no impact on health status and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user handling issues related to device availability rather than a device malfunction, with no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors.